Manufacturer narrative:
E1: initial reporter address: (B)(6). The actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed that the replacement post pump line, which is connected to the y multi connector and deaeration chamber, was disconnected from the y multi connector. A non-homogenous mark of solvent was visible on the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to manufacturing due to the inadequate volume of solvent applied during the production process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the replacement line of a prismaflex m100 set became disconnected and leaked during priming. There was no patient involvement. No additional information is available.